Manufacturer narrative:
The device was requested for investigation in the laboratory of maquet but it hasn't arrived yet. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the one way valve that leads to the venous bag was built in the set in the wrong direction. Because of this no priming of the set was possible. (B)(4).